Event description:
The customer reports that during a laparoscopic appendectomy procedure, the staples would not fire. A new device was used to complete the procedure. There was no pt harm. The device will be returned for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the tsw35 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete, and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.